Event description:
During a coronary stent procedure, the stent was successfully deployed on the first inflation at 12 atm's, however, the physician experienced deflation difficulties. Several attempts were made to deflate the balloon. The physician was finally able to deflate the balloon using a syringe. Pt status is listed as "okay".